Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 17 days. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lvad system had a pump stop alarm on (B)(6) 2018. The patient was sitting up in bed and changing position. The alarm resolved and was not able to be recreated. The manufacturer¿s technical services representative reviewed the submitted logs and observed a pump stoppage on (B)(6) 2018 at 3:13:49 am while the vad was connected to the power module. The customer was informed that this type of behavior has been linked to a percutaneous lead (driveline) short to shield condition. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Approximately 6 inches from the exit site were replaced. There were no issues observed after the patient was placed back on the grounded power module patient cable. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2018, it was reported that the patient ¿s device produced low flow and pump off alarms at the time when the patient was bending. The alarms were not able to be reproduced. The log files were send for evaluation. The manufacturer¿s technical services representative reviewed the submitted log files and observed one brief pump stoppage on (B)(6) 2018. The 2 x-ray images showed that a percutaneous lead (driveline) appeared to be bent underneath the pump. There was not enough evidence to determine the cause of this pump stoppage. The external x-ray appeared unremarkable. The patient was planned to be monitored. No additional information was provided.